Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and cardiac tamponade remain unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a steam pop was noted while delivering radiofrequency ablation in the left inferior pulmonary vein (lipv) and a cardiac tamponade occurred requiring a pericardiocentesis. The steam pop occurred when touch-up ablation was being performed after the pulmonary vein isolation had been completed. The patient's blood pressure was monitored every minute after the onset which revealed the blood pressure gradually decreased. A transthoracic echocardiography revealed a pericardial effusion for which a pericardiocentesis was performed. Additionally, a drainage bag was placed, and the patient was transferred to the intensive care unit. The procedure was completed without replacing the catheter.